Event description:
When attempting to do thermodilutions with latex-free swan, found that the thermistor port was leaking when normal saline injected into the cvp [central venous pressure] port. Unable to get ci/co [cardiac index/cardiac output] via thermodilution. Unable to give central line IV replacements due to lack of access on swan. From nurse practitioner's comments: "thermistor port leaked during thermodilution testing. Cvp port -air pulled back when withdrawing blood. Swan was removed and not replaced."